Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 513 mg/dl. The customer administered a manual injection to address their bg. Customer loaded a new cartridge to resolve the issue.